Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced ventricular fibrillation requiring defibrillation. The patient also developed a hematoma at the impella access site and oozing from the right axillary site. Heparin was withheld and the dressing was changed. Additionally, the placement signal was low and alarmed with ambulation. The alarm appeared to be due to poor cardiac function; not position related due to low diastolic pressure. The patient continues on impella support.

Manufacturer narrative:
The root cause of the ventricular fibrillation was unable to be determined due to insufficient clinical details. The cause of the bleeding issue was not determined without returned product investigation and sufficient clinical details. The cause of the optical signal issue was not determined without returned product investigation. The device passed all post sterile inspection checks.